Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was having trouble with the insulin pump. The buttons on the device aren't responding when he is trying to bolus. Then the device had alarmed motor error the other day where he was unable to rewind and now it's off. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed for keypad anomaly. He stated he was attempting to bolus and when he pressed the buttons the device wouldn't respond. He didn't recall any significant event which may have caused the device to alarm. He states he lives near a lake but takes it off. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.